Event description:
It was reported that inadvertent deployment occurred. A 5mmx 80mm x 130cm innova vascular stent was selected for a superficial femoral artery intervention procedure. Upon removing the innova vascular stent from the packing hoop, it was observed that the stent was deployed outside of the deployment shaft. The device was replaced with another of the same device to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Device analysis by manufacturer: returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed the thumbwheel lock in place and the pull handle in place. The flushing luer was not attached or returned. Microscopic examination revealed the stent had deployed 2.3 cm from the outer sheath. A kink was seen 5 mm from the nosecone.

Event description:
It was reported that inadvertent deployment occurred. A 5mmx 80mm x 130cm innova vascular stent was selected for a superficial femoral artery intervention procedure. Upon removing the innova vascular stent from the packing hoop, it was observed that the stent was deployed outside of the deployment shaft. The device was replaced with another of the same device to complete the procedure. There were no patient complications reported.